Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that a replacement procedure was performed. This device with non-boston scientific crm lead was removed and replaced due to a pocket erosion. No further adverse patient effects were reported.